Event description:
The customer reports a falsely elevated architect potassium assay result generated on an architect c8000 analyzer. An initial result of 9.5 mmol/l was generated that retested into the normal reference range (3.5 - 5.1 mmol/l). Controls had been within specification at the beginning of the run. The sample was drawn into a lithium heparin collection tube. The customer recalibrated the integrated chip technology (ict) module and reran controls, which remained within specifications. There were no issues with any other electrolytes. The customer service consultant (csc) advised the customer to replace the ict module, which was beyond warranty. The customer requested a service visit. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and found a bent r1 reagent probe. The fsr replaced the probe. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operations manual contains information to address the current customer issue. Based on the information provided and the results of the current evaluation, a product malfunction was not identified. (B)(4).